Event description:
It was reported that during a visit to the emergency room (ER), this implantable cardioverter defibrillator (ICD) device was interrogated and the health care professional (hcp) called technical services (ts) and requested review of the stored ventricular episodes due to concerns of inappropriate therapy delivery. Upon review, ts observed that the patient appeared to be in an atrial arrhythmia with rapid ventricular response (rvr). The ICD delivered atp and slowed down the arrhythmia, but due to device programming, the arrhythmia rate did not meet the requirements for therapy to be diverted which led to the shock therapy to be delivered. The presenting electrogram (egm) showed the device to be working as programmed. Ts discussed review findings with the hcp and recommended reprogramming optimization options. No additional adverse patient effects were reported. The ICD remains in service.